Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, guide wire damage was found. As the floppy rtw guide wire was removed from the packaging, the distal tip was found to be 'kinked and frayed'. The device was never used on the pt. The procedure was completed with another of the same devices, and pt status was reported as 'good'.